Event description:
Revision surgery - pt had acute infection of the wound. The surgeon removed the glenosphere and liner, washed out with saline antibiotics, then reimplanted the glenosphere and liner.